Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient stating that the cannula stayed in the patient's skin when the site was removed. A new site was placed and insulin was resumed; blood glucose levels were not affected. Additionally, the patient was seen by a pediatrician who verified that the cannula had fallen out on its own. There were no complications reported.